Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's parents reported that on (B)(6) 2022 the user's processor indicated error via dl coil link indicator light. A revision surgery is considered.

Manufacturer narrative:
Conclusions: the received information from the field in situ measurements indicated a device malfunction and no coupling could be achieved. From the device investigation the reason for the reported issues could not be concluded. No device malfunction could be observed. The reported issue might be related to a too thick skin flap above the implant, however this info has not been received despite requested. Hence, the root cause for the reported issues remains unknown. This is a final report.

Event description:
The user's parents reported that on (B)(6) 2022 the user's left processor indicated error via dl coil link indicator light. During the audiological appointment on (B)(6) 2022, it was tried to connect to the left device using multiple max coils also with using the audio processor from the contralateral right side. However, it was not possible to read out serial number, and obtain coupling via coupling check or measure telemetry. Furthermore, the parents of the user noticed a sudden decrease in hearing perception with the concerned left side device. The user has been reimplanted on (B)(6) 2022.